Manufacturer narrative:
Section h10 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. User interface pcb and flex cable and system pcb assembly were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced user interface pcb at the product assessment center (pac) and determined that the cause of the reported issue was due to the cracked and shorted capacitor c181.

Event description:
The customer contacted stryker to report that their device had illuminated its service led and displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device had illuminated its service led and displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. User interface pcb and flex cable and system pcb assembly were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.